Event description:
Additional information was received and indicated the lead was removed.

Event description:
It was reported the right ventricular lead impedance measurement was high and undefined/infinite. It was also noted the threshold measurement was high. The lead was reprogrammed to eleminate ventricular response and remains in use. The physician plans to revise the lead when the device is changed out. Patient will be followed closely until then. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a proximal portion of the lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4068 implantable pacing lead 1996-(B)(6), 4194 implantable pacing lead 2007-(B)(6), 8042b implantable pulse generator (ipg) 2007-(B)(6). (B)(4).